Event description:
Journal reference: schuurman pr, bosch da, merkus mp, speelman ld. Long-term follow-up of thalamic stimulation versus thalamotomy for tremor suppression. Mov disord, 2008;23(8);1146-1153. Thalamic stimulation and thalamotomy for treatment of tremor due to parkinson's disease, essential tremor, and multiple sclerosis were compared in a randomized trial. The symptomatic and functional outcome was studied after 5 years of follow-up. Sixty-eight patients were treated (45 pd, 13 et, 10 ms) by thalamotomy (n = 34) or thalamic stimulation (n = 34). After 5 years, 48 patients were available for follow-up. Reportable event: three stimulation patients experienced arm ataxia. See mfg report 2182207-2008-05826.